Manufacturer narrative:
Based on the information provided, the event is attributable to mis-sizing/user error. It was reported that there was no problem with the device. No investigation is necessary. Not required for investigation.

Event description:
A memo 3d, size (B)(6) was implanted and explanted on (B)(6) 2018. The surgeon implanted the device, realized it was too small, and replaced it with a size (B)(6). It was reported that there was nothing wrong with the device, or any harm to the patient.

Manufacturer narrative:
The manufacturer is following up to determine additional information about this event. Device disposition not presently known.

Event description:
A memo 3d, size 32, was implanted and explanted on (B)(6) 2018. No other information was provided.